Event description:
Additional information stated a revision was planned for (B)(6) 2013.

Event description:
It was reported that the patient was experiencing discomfort at the implant site of his device. It was noted that the device was supposed to be implanted over the site of the patient's appendix removal but it was placed 9 inches from that point. It was further noted that it was uncomfortable for the patient to sit and drive, and that the device was "hitting his ribs." The patient was reportedly swollen and bruised. The patient was reportedly seeing his doctor for a post-op later on the day of the report. It was later reported that the patient had complications and it looked like he had been hit by a truck. It was later reported that no diagnostic tests were done because, none were needed. The patient reportedly appeared bruised and the device was located high on the ribs. It was noted that no cause of the issue was determined. It was further reported that the health care provider (hcp) was planning on relocating the device but no date had been determined. It was also noted that the patient was receiving good therapy.

Manufacturer narrative:
Product ID: 37746 lot# serial# (B)(4), implanted: 2013 (B)(6), product type programmer, patient product ID: 37754 lot# serial# (B)(4), implanted: 2013 (B)(6), product type recharger product ID: 3708140 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID: 3708140 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID: 387445 lot# va07ee8, implanted: 2013 (B)(6), product type screening device product ID: 387445 lot# va07ee8, implanted: 2013 (B)(6), product type screening device. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had their leads and extensions replaced. The patient was reportedly seen post operatively and reported good coverage.

Event description:
When the patient turned their head to the left the stimulation was unbearable and when they turned their head to the right, it was as if they did not even feel it.